Manufacturer narrative:
(B)(4). Date sent: 06/28/2021. Additional information was requested, and the following was received: when was the device replaced? Did the surgeon leave original anvil in the proximal colon or was it replaced with anvil from the new device? Yes the surgeon left the original anvil in place. When surgeon introduced new device, did they use same hole created in distal colon? Yes they did. Was a leak test done? If so, what was the results? He had to go back to theatre and have a washout and stoma post op. He then will go back in a couple of weeks for gastrograffin and then hopefully should be able to reverse him in a few months. Does surgeon believe post-op leak associated with difficulties with device or other factors including tissue factors? Yes they believe because of the device, she has been using the device for quite some time and is happy to continue using it. At the time she asked a colleague in to support but they couldn¿t get it to work either. She is confident the anvil was attached correctly to the trocar.

Manufacturer narrative:
(B)(4). Batch #: unknown. (B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: he had to go back to theatre and have a washout and stoma. Patient went home on 17th may. Patient will be given a gastrograffin in 6-8 weeks and then hopefully should be able to reverse him in a few months. The surgeon has confirmed she used the anvil from the original device with a new gun and battery which worked well. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when surgeon introduced new device, did they use same hole created in distal colon? Was a leak test done? If so, what was the results? Does surgeon believe post-op leak associated with difficulties with device or other factors including tissue factors?

Event description:
It was reported that the green tick appeared when battery inserted. Anvil attached to trocar as normal. Orange marker moved as usual in the green gap setting scale. When they went to fire the device there was no power. They then opened another device carried out the same steps to use and had no problems. Procedure : sigmoid colectomy (har).

Manufacturer narrative:
(B)(4). Date sent: 07/20/2021. D4: batch # u5ck7m. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and the anvil was not returned. The device was received with staples present and no anvil. Although the complaint indicates that green check mark was illuminated when battery was installed, it was determined that the check mark was not illuminated. The device was fired into a test skin using an engineering anvil with no issues. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Additional firings were performed at various staple height adjustments and nothing unusual was observed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.